Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd precisionglide¿ needles had needles that were longer than others. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: (B)(6).

Event description:
It was reported that a box of bd precisionglide needles had needles that were longer than others. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a box of bd precisionglide¿ needles had needles that were longer than others. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: five needles were returned in their original, unopened package. One of the five needles was a 25 x 1¿ needle. It should have been a 25 x5/8¿ needle therefore failure mode is verified. There is no evidence within the device history record review that supports mixed needle length. Because nothing could be confirmed within the batch record, it¿s possible an operator manually dumped the incorrect needle length into a product hopper. All operators were re-trained to scan material identification tags prior to use. This re- training was performed (B)(6) 2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A DHR (device history record) review of complaint batch 7236556 was completed. This batch was packaged on multivac line 3 november 1st through november 7th 2017. Line clearance was completed from previous product 27g x ½ needle. There were 50 visual inspections conducted on 3,000 parts total with no defect conditions observed. There were no issues documented within the DHR that would contribute to a mix needle condition.